Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the samples were not available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As per user facility, event 1: catheter connectors are detaching from the catheter. They are not taping the catheter connector. They cut and cleansed catheters and added a new connector. A specific number of occurrences was not provided. No patient injury.